Manufacturer narrative:
The evaluation of the actual sample and unused samples from the possible involved batches did not confirm deviation. The complaint considered to be not justified.

Event description:
According to the reporter, the patient's body temperature was measured by the nurse another way, because of problems with the reported devices in the past. They noticed that the temperature was measured incorrectly by the units. There were differences -1 degree and +0.5 degree. There was no patient harm reported. There was no injury, it was just measuring of the body temperature. The temperature was measured with an ear-thermometer and there was no injury.